Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown foreign matter was found on the bd intima ii¿ IV catheter prn adapter luer. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that brown foreign matter was found on the bd intima ii¿ IV catheter prn adapter luer. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
In response to the event reported by the facility a device history report was conducted for lot number 8079033. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this lot of intima ii was manufactured may 2018, and this is the only instance of a foreign material being reported in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Through the visual observation of the device that was returned by the facility, bd engineers able to determine that the identity of this foreign material was lubricant from the manufacturing machinery. To address this issue bd has instructed operators on daily cleaning operations designed to detect and remove any excess lubricant found on the machinery. Bd will continue to track and trend for this issue.